Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent the log files to technical support after blower test. It is visible on the logs that several high temperature alarms were active. These shows that the blower failure occurred due to the blocked filters. Warning alarms were not attended in a timely manner otherwise, this situation might be avoidable. Informed customer the parts that needs to be replaced.

Event description:
Customer reported that blower failure alarm is active on their bellavista 1000 unit. He also reported a burning smell from the unit and after disassembling the unit they had confirmed that the smell is coming from the blower. Also reported that the alarm for "no 02 dossing possible" is active after the blower has been replaced. Patient involvement is unknown at this time.